Event description:
(B)(4).

Manufacturer narrative:
Technical support went through multiple trouble shooting issues with the customer and the issue still remained. Customer will use their spare cns in the meantime and will be replacing the hard disk drive themselves. Defective drive requested for failure investigation.